Event description:
The cap set after from the blue and whitefemale connector of the transfer set after use, and a clamp had to be used to close catheter. This event specially refers to an instance deom the week of event date during a follow-up call with the home pt's daughter 05/2006, the true incident was found to be a seperation between the transfer set and the home pt's catheter, which is a reportabale event. The transfer set separated, but did not fall to the floor. The home pt's daughter was unable to recall the type of adapter or transfer set used, or when the transfer set was placed. The home pt's daughter replaced the transfer set in the home herself. No pt injury or medical intervention was rpeorted due to this incident.